Manufacturer narrative:
The reports of the following patient identifiers are linked: (B)(6). E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of endoscopic retrograde cholangiopancreatography (ercp), it was noticed that distal end cover was not attached to the videoscope when cleaning. The videoscope was then reinserted to retrieve the distal end cover successfully. There were no further reports of patient harm.

Event description:
Additional information was received from the customer that the distal cover fell into the patient's stomach and was retrieved by a grasping forceps. No unplanned diagnostic imaging was done. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's investigation. Updated fields: h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was a known inherent risk of device; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the IFU description, the following factors may have caused this event: a) the distal cover was improperly installed. B) the distal cover had a crack or pinhole. C) the distal cover was easily damaged due to the adhesion of anti-fogging agents on the distal cover. D) the cover was damaged by being pushed at an angle during attachment to the scope, causing the cover to detached easily from the scope. E) the distal end of the device in question was subjected to stresses stronger than those (tensile and twisting stresses) applied to the distal cover in question by the user during the pre-use inspection, such as frictional loads caused by twisting and pushing and pulling inside the body cavity, and the damage progressed during the procedure in question. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.